Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch for broken. As found 9.33 sw return as ver 9.33. Replaced rear case for dented and corrosion. Tested pm. A review of the device history record for (B)(4) was performed from date of manufacture 5/22/2008 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that when the tubing was attached, the door alarm was on. The door was broken. No patient involvement was noted.